Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the external battery lost its charge after 20 minutes, the companion 2 driver continued to perform its life-sustaining functions. Also, the companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion external battery could only be used in the companion 2 driver for 20 minutes before losing its charge. There was no reported adverse patient impact.

Manufacturer narrative:
Visual inspection and system management (smbus) data review revealed no damage or abnormalities. The companion external battery passed all functional testing requirements including the required 30 minute discharge test. The battery performed as intended with no evidence of a device malfunction. Therefore, the root cause of the customer-reported early discharge could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4340 follow-up report 1.